Manufacturer narrative:
Insulin pump passed displacement test. Device was received with minor scratched lcd window and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was damaged. The customer¿s blood glucose level was unknown at the time of incident. Customer stated grandson had car accident. Troubleshooting was performed. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.